Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18488307.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) and contacts out in several ports. The patient underwent an ipg and lead replacement procedure. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.